Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) on the homechoice (hc) while connected during dwell. The home patient (hp) stated that all bags were empty and the heater bag appeared to be loosely connected. The patient ended therapy and the used supplies were removed. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, upon evaluation of the available information, it was determined that the event was likely caused by a loose connection of the heater bag, as this is a known cause for this alarm. Should relevant additional information become available, a follow-up report will be submitted.